Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and diabetic ketoacidosis. Elevated bg levels were treated via correction bolus/injection. The customer's contact indicated that the hospital staff was certain that the high bg levels were due to hormones as the customer was going through puberty. The customer was hospitalized sometime in (B)(6), and released no more than 5 days later.